Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records provided. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. X-ray review indicates 1 month moderate pain/problems, pain 6/10 and dissatisfied with joint during activity, patient expresses dissatisfaction with postop exercises provided. Ae fall on operative knee, reopening of surgical wound, incision and drainage deep abscess bursa/hematoma thigh/knee region - no dictation/confirmation of abscess/hematoma in operative report. Operative report.pdf 'dehisced her left knee after a fall in the clinic', wound irrigated and debrided without complication, very minimal dictation / no dictation of tissue assessment or depth of injury. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Medical products: persona tibia cemented 5 degree stemmed catalog # 42532006401 lot # unknown. Persona articular surface fixed bearing posterior stabilized (ps) catalog # 42511400411 lot # unknown. Catalog # lot # unknown. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2021-02704, 0002648920-2021-00279. Remains implanted.

Event description:
It was reported patient had fall five weeks post implantation due to unknown reasons resulting in surgical wound dehiscence. Attempt for further information has been made, but no further information has been provided.